Event description:
It was reported that during a follow-u, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.